Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Due to the lack of information provided it is difficult to provide an exact root cause. Potential root causes to a set being impossible to prime include 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. Potential root causes could also be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record (B)(4) was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "IV tubing would not prime appropriately. Attempted by 3 different rns. No outward damage or defect noted on tubing or cassette. Replaced the tubing. Patient harm: no infusion stoppage: no". A preliminary review identified the following issue: unable to prime. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.